Event description:
The implant failed due to the pt's bone condition. The implant was placed at #26. Moderate oral hygiene. Traditional 2 stage.

Manufacturer narrative:
According to our investigation, there was no discrepancy with our prod. See scanned pages.